Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, noise resulting in over-sensing was observed on the right atrial (ra) and right ventricular (rv) leads. The device was successfully reprogrammed to resolve the event, and the patient was stable with no adverse consequences. Related manufacturer reference number: 2017865-2019-08204.